Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a healthcare professional (hcp) via a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump for an unknown indication for use. The hcp reported that they had a patient years ago that had a flipped pump. The hcp indicated that the event occurred years ago and they did not remember anything else about it. No further information was available.